Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. The malfunction occurred during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, device evaluation found the device displayed a no data error and the objective lens was chipped and burned. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image loss was a leakage issue as it resolved after aeration. The no data error, which also resolved after aeration, was likely caused by an electronic component failure. The most likely cause of the objective lens being chipped and burned was component failure and excessive heat. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.